Event description:
It was reported that a patient presented in the clinic for routine evaluation. Upon interrogation of the device, alert message was seen for extended charge time. Manual capacitor maintenance was performed and extended charge time was observed. Repeated tests showed normal charge time. The device was explanted.

Manufacturer narrative:
No medwatch form was received. The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to he manufacturing site for further evaluation. An internal anomaly was found. The cause of the extended charge time was due to an hv capacitor anomaly.